Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Based upon the investigation findings, a manufacturing or design related issue or a root cause could not be conclusively identified based upon the available information; and, overall the investigation is inconclusive. However, the reported severe anterior angulation of the stent may have contributed to this event. Cautionary product use conditions that might have contributed to this event included the ruptured state of the aneurysm.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that patient underwent treatment on (B)(6) 2012 with a powerlink system: suprarenal aortic extension and bifurcated stent graft. Upon follow up on (B)(6) 2015, CT scan revealed an endoleak type iiia. On (B)(6) 2015, the patient had a secondary procedure with two vela infrarenal to correct the endoleak and is doing well.